Event description:
Complaint alleged that the medics were monitoring a pt (age and gender unk) as the pt was being transported, but the device intermittently shut off. The medics changed the device battery, but the device continued to intermittently shut off. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.